Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be successfully interrogated. A magnet was applied and no tones were emitted. This ICD was programmed to pace the patient at a certain rate and their heart rate was noted to be below this level.